Event description:
A report was receiving from the USA, stating that the collar is separated from the inner motor of the drill. The device was not being used during surgery. There was no patient or user injury. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).